Event description:
Caller reported experiencing an error related to the cgm, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller plans to reset the pump and follow up if the issue continues.